Manufacturer narrative:
The event date is unknown. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing pain at their ipg site due to the location of the ipg. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2020 to address the issue.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.